Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Corrected fields: b3 from 1/31/24 to unknown (asku). A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for evaluation and the customer's allegation was confirmed due to a faulty cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the subject device had faulty image. The camera image is dark, with interference in the image when the camera cable is moved. No patient harm was reported.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had faulty image. No patient harm was reported.